Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s blood glucose that triggered the suspended event was 10 mmol/l and the sensor value that triggered the suspend event was 2.2 mmol/l. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not returned for analysis.